Event description:
The event is reported as: the doctor felt resistance when he inflated the cuff of the et tube before use. The doctor intubated the pt and states when extubating the pt, the cuff felt strange. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.